Manufacturer narrative:
(B)(4). Event date: only event year known: 2018. As a lot/batch was not provided, a device history could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What procedure were they performing? Was the clip malformed, not closing completely? How was the procedure completed? Was there any patient consequence? If yes, please explain the patient consequence? How was the patient consequence resolved? Was the lc800 base being used with the cartridge? What applier was being used?

Event description:
The clips do not close properly with consequent issue for the hemostasis. Procedure is unknown.